Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 months 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was brought back to the operating room on (B)(6) 2018 for an emergency mediastinal exploration, evacuation of a hematoma and to control the bleeding. The patient's chest was left open and returned to the operating room on (B)(6) 2018 for mediastinal exploration and chest closure. On (B)(6) 2018 the patient returned to the operating room for right chest tube drainage of the right hematoma. Patient continued to bleed and required multiple blood products. No additional information was reported.